Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was received in one piece. Microscopic inspection of the tip indicated it was degraded. Visual inspection of the fiber body did not exhibit any breaks. There was no light exiting the connector face, confirming the reported complaint. The observed condition of no light distorted exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to operate as the way it is expected. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a ureteroscopy and laser stone fragmentation the fiber did not work with the console. No laser was generated with the fiber, and it was replaced by a new one. The procedure was completed with another of the same device the patient was stable, there was no patient complication. After that the device was returned for analysis and there was no light exiting the connector face indicating that there was an internal connector fracture.